Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. The device passed the final test procedure including self testing, ECG testing and final testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.